Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's lead was fractured and diagnostics discovered contacts with high impedance. In turn, reprogramming was unable to resolve the issue. Surgical intervention steps were taken where lead was explanted and replaced. Therapy was restored post operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.